Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was beeping and received button error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that all the buttons of insulin pump were not responding. Customer reported that the insulin pump had moisture. Customer assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.